Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter reverted to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that the alleged issue was discovered a couple of days prior to contacting lfs. The patient informed the mss that she manages her diabetes with oral medications; however, denied taking any action regarding her diabetes management as a result of the alleged issue. The patient reported that on an unspecified date/time, after the alleged issue began, she felt sweaty and nauseous. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. The patient denied having removed and/or replaced the subject meter's battery prior to the start of the alleged issue. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.